Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market on a significantly similar device to rotaflow, which is sold in the us. For d4 unique identifier (UDI)# (B)(4), primary di number has been used for rotaflow with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. It was reported that the error message ¿reference¿ occurred on the rotaflow console during start up. No patient was involved. No harm to any person has been reported. The reported error ¿reference¿ can lead to a pump stop during use therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message "reference" was displayed on the rotaflow console when it was turned on. It was found that the control board was damaged. No patient was involved. No harm to any person has been reported. The reported failure ¿reference¿ could lead to a pump stop therefore, a report is required. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician. The technician was able to confirm the reported failure "reference error". The rf control board pcba kit (material#701034051) has been replaced. After the replacement the device is working as intended and is back in clinicial use. Based on the investigation results the reported failure "reference error" could be confirmed. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective capacitor on the control board. This caused a short circuit that set off the fuse on the power supply board. A review of non-conformities was performed on 2025-01-14 and during the time from 2019-11-13 to 2025-01-09 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2019-11-13. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).